Event description:
Received info regrading multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer's blood glucose level was elevated. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.